Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event and explant dates are estimated.

Event description:
Related manufacturer reference number: 1627487-2020-23473. It was reported that patient underwent surgery on approximately (B)(6) 2016 wherein implantable pulse generator (ipg) and leads were explanted due to lead migration. Patient is stable.